Event description:
The following was provided to davol by the patient's attorney: on (B)(6) 2007 - the patient had hernia repair surgery. During that surgery a bard composix kugel mesh was implanted. Attorney alleges surgeries, infections, migration of the hernia mesh patch, bowel obstruction, defective mesh, pain and suffering, disfigurement, disability.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney alleges that the patient was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.